Manufacturer narrative:
One device was received for evaluation. The downstream occlusion (dso) seal was found to be delaminated. Functional testing was unable to duplicate the reported problem. The dso seal was replaced. The dso and upstream occlusion sensors were calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is not delivering the correct amount of fluid that is set. It was originally set to deliver 20 ml but actually delivered 22 ml. This was then tested in the biomed shop to deliver 20 ml and it actually delivered 18 ml. There was no patient involvement.